Event description:
Pt admitted to hospital for removal of bilateral ruptured silicone gel breast implants, total ablative capsulectomy and bilateral mastopexy. These implants were dow corning gels and had been placed in the pt in 1976. Pt has possession of these explanted silicone gel breast implants per their request.